Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call no delivery alarm. Customer's blood glucose level was 145 mg/dl. Customer treated their blood glucose levels via insulin pump. Customer was advised to change the set and reservoir in order to troubleshoot. Customer declined to troubleshoot the no delivery alarm and believed the issue was the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The patient called back because she received a letter stating her pump had not been received yet. The patient then stated that she figured out why she was getting no delivery alarms. The patient discovered that her cannulas had been splitting due to scar tissue in her abdomen. The patient started inserting the infusion sets in her back, and has not had a problem since. The patient stated that she returned the replacement pump she received, and will be keeping her pump as it is not the reason for the no delivery alarms.